Event description:
We received an allegation about discrepant results for an unknown number of patients' samples tested with ise soduim (na) assay on a cobas 8000 cobas ise module. Discrepant results were provided for 1 patient's sample. Initial result: 128.2 mmol/l repeat result: 136.5 mmol/l. The customer stated that the qc triggered moving average alerts. The repeat results were deemed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer stated the qc was drifting and the values were sporadic. The field service engineer (fse) found the sample probe was worn flat causing the sample not to properly dispense in the mixing vessel. The fse replaced the sample probe and the prime system. Qc was performed and was acceptable. Precision studies were performed and they were within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.